Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A viperwire guidewire was used during treatment of a calcified lesion in an extremely tortuous vessel. The wire became entrapped during removal and fractured. The spring tip of the wire was abandoned in vivo, and an additional stent was deployed over it. The patient was stable. In the opinion of the physician, the cause of the fracture was severity of the disease present in the vessel.